Manufacturer narrative:
The rate cut off level for all three zones were reprogrammed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient recently implanted with this implantable cardioverter defibrillator (ICD) presented to the hospital after receiving shocks. It was reported that this device was programmed to a three zone setup. Device interrogation revealed that the patient detected in the ventricular tachycardia-1 zone and received inappropriate anti tachycardia pacing and shocks. The rhythm then accelerated into the ventricular tachycardia zone in which the patient received six shocks and exhausted therapy in that zone. No adverse patient effects were reported.